Event description:
It was reported that the procedure was treating a heavily calcified, moderately tortuous, 95% stenosed, de novo lesion in the obtuse marginal coronary artery. Pre-dilatation was performed using a 1.5x12mm balloon. During use of the 2.75x28mm xience prime, a distal edge dissection occured. The dissection was treated with another xience prime stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.